Manufacturer narrative:
B5: it was reported a peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further described as the six steps of hand washing were not followed. The patient had bacterial peritonitis after one week on pd. Two days before the onset of event, the patient was treated with ceftazidime (1.5gram, intraperitoneal and daily, discontinued ). Two days after the onset of event, the patient was treated with ciprofloxacin (500mg, twice a day, route was not reported, discontinued). The patient's pd catheter was removed and treatment route was switched to oral antibiotics and dialysis therapy was switched to hemodialysis. At the time of this report, the patient has recovered from the event. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced cloudy fluid. The cause of and treatment for the event were not reported. Five days prior to diagnosis, the patient was hospitalized for the event. At the time of this report, the patient outcome was not reported. It was reported that, the patient's pd catheter was removed and pd therapy was temporarily discontinued. No additional information is available.